Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk experienced component separation. The following information was provided by the initial reporter: material no: 2420-0500 batch no: 20093082. Same day care center has 4-5 bd alaris pump infusion sets today and yesterday that are coming disconnected at the point where the IV tubing meets the drip chamber. We have 2 ref # (B)(4) and we are not sure which one is the problem.